Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to excessive force exerted on the cannula tip. It is also possible that the cannula was more susceptible to breakage. However, the exact root cause of the cannula tip fracture is unknown.

Event description:
Procedured performed: histerectomy lap event description: dr. [Name], an adjunct gynecologist specialized in laparoscopic oncological surgery, has had an incidence with the cff33 trocar when performing a laparacospic hysterectomy. At the end of the surgery and the removal of the trocar, he observed that a piece of the tip of the cannula was missing, said piece has been found in the peritoneum area and extracted by the surgeon, not placing the patient at risk. They have saved the trocar and I send it, as well as the fragments. The trocar was used only as an auxiliary port and access was made with hasson. Type of intervention: said piece has been found in the peritoneum area and extracted by the surgeon patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedured performed: histerectomy lap. Event description: dr., an adjunct gynecologist specialized in laparoscopic oncological surgery, has had an incidence with the cff33 trocar when performing a laparacospic hysterectomy. At the end of the surgery and the removal of the trocar, he observed that a piece of the tip of the cannula was missing, said piece has been found in the peritoneum area and extracted by the surgeon, not placing the patient at risk. They have saved the trocar and I send it, as well as the fragments. The trocar was used only as an auxiliary port and access was made with hasson. Type of intervention: said piece has been found in the peritoneum area and extracted by the surgeon . Patient status: no patient injury or illness occur associated with the complaint event.